Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he took the insulin pump out and it made a constant scream and had a frozen screen. The insulin pump alarmed battery out limit after he removed the insulin pump. The insulin pump was in his pocket and the shorts were wet. The display went black immediately after the insulin pump was exposed to moisture. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no blank display, unexpected battery out limit, frozen screen, or audio/beep anomalies noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. No moisture damage was noted on the electronics assembly.